Manufacturer narrative:
Additional patient information received.

Manufacturer narrative:
This is the same event as 3010536692-2015-01788.

Event description:
Allegedly, the patient was revised due to pain and elevated cocr ion levels.